Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed "xdcr fault", "vent inop", and "motor fault" immediately upon start up. The customer reported that there was no patient involvement.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Pt800 and pt802 have recorded faults in the events log, both successfully calibrated. The combination of xdcr faults at power-up/auto-zero with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure. This issue will be internally investigated within vyaire.